Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the infusion set leakage from tubing which results into the replcement of device.the infusion set has been in use for 1 day. No further information available.

Manufacturer narrative:
Patient city - (B)(6).